Event description:
A report was received which indicated that pt had experienced either a rupture or deflation of right side, although lack of product identification prevented specific diagnosis. Pt has also experienced loss of hair, fatigue, joint pain, headaches and breast discomfort. Devices have not been explanted at this time.